Event description:
It was reported that the pt's hip was revised due to multiple dislocations starting in 2009, and indications of corrosion prior to revision. A moderate amount of black corrosion was noted at the head/neck interface during the revision surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.